Manufacturer narrative:
H6: fdd/annex a codes has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for fra cture of the degenerative scoliosis. Levels implanted was t10-s2ai in original surgery and t10 in revision surgery. It was reported that the surgeon was revising patients t10 screws that were misplaced in the initial surgery. Surgeon plan was to expose the top three levels t10-t12 and remove the set screws from t10 and t12, use insitu benders to bend the rods out of the way and get access to remove/replace the mis positioned screws in t10. After performing the rod bending maneuver the surgeon noticed that the screws at both levels were no longer multi axial when attempted to use the head turner to move the tulip to access the modulex shank to remove the screw. This patient was 5 days post op having misplaced screws re directed when the issue was encountered. No time for a fusion yet and no further complications reported regarding the event.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for fracture of the degenerative scoliosis. Levels implanted was t10-s2ai in original surgery and t10 in revision surgery. It was reported that the surgeon was revising patients t10 screws that were misplaced in the initial surgery. Surgeon plan was to expose the top three levels t10-t12 and remove the set screws from t10 and t12, use insitu benders to bend the rods out of the way and get access to remove/replace the mis positioned screws in t10. Tt was unexpected that the screws would not still be multi axial once the set screw and rod were removed, he then checked the t11 screws as well and found them to have the same issue. After performing the rod bending maneuver the surgeon noticed that the screws at both levels were no longer multi axial when attempted to use the head turner to move the tulip to access the modulex shank to remove the screw. This patient was 5 days post op having misplaced screws re directed when the issue was encountered. No time for a fusion yet and no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.